Event description:
It was reported that during an atherectomy procedure in 12/2000, a gto was used to treat in-stent restenosis in the proximal right coronary artery. The gto would not completely cross the stent, so it was used to debulk the portion of the lesion which was accessible (contrary to IFU, use of a device with a 4.0mm working diameter in a 3.0mm stent). After debulking, a stent strut was believed to be stuck in the housing window, and the device could not be removed. CABG was performed, and the device was removed.